Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. The puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the bdu pcb. The unit passed extended self testing.

Manufacturer narrative:
Multiple attempts have been made to contact the customer regarding pt involvement. Should further info become available, npb will follow up.